Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-09717. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned products identified that the lot numbers etched on the bearings does not match with the lot numbers on the labels and packaging. The root cause of the reported issue is attributed to packaging and labeling deficiency as the product was co-mingled during the sterile packaging operation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product expected, not yet received.

Event description:
It was reported that the box states that the bearing size was 71/75 x 12mm but the implant actually in the box was a size 71/75 x 10mm. The issue was noticed in time and the surgeon was able to open another box to complete the surgery. No adverse events have been reported as a result of the malfunction.